Event description:
The customer reported false nonreactive alinity I hbsag results generated by the alinity I processing module for a 63-year-old male patient with a history of liver cirrhosis. The patient had a positive hbv dna test. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): initial alinity I hbsag result = 0.00 iu/ml (nonreactive); repeat result = nonreactive hbv dna = 727 iu/ml (reference range: 0 to 100 iu/ml). Other test results provided: hepatitis b surface antibody: >1000 miu/ml (reference range: 0¿10). Hepatitis b e-antigen: 0.339 s/co (reference range: 0¿1.0). Hepatitis b e-antibody: 90.4 %inh (reference range: 0¿50). Hepatitis b core antibody: 6.645 s/co (reference range: 0¿1). No impact to patient management was reported.

Manufacturer narrative:
The data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. A search for similar complaints did not identify an increase in complaint activity for lot 75091fz01. A review of tracking and trending for the alinity I hbsag assay did not identify any trends related to the complaint issue. A review of the device history record did not identify any non-conformances, potential non-conformances or deviations with lot number 75091fz01 and the complaint issue. Clinical sensitivity testing was performed using an in-house retained kit of lot 75091fz01 stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Labeling was reviewed and sufficiently addresses the customer's issue. This could potentially be a case of occult hbv infection which is a known phenomenon and is diagnosed when a hbv dna test is positive but hbsag is undetected. Occult infection may represent acute infection in the window period, hbv tailend of chronic hbv infection, persistence of replication at low level after recovery in the presence of anti-hbs or occurrence of an escape mutant in vaccinated or unvaccinated individuals not detected by current hbsag assays. (1, 2) 1. H. W. Reesink et al. Occult hepatitis b infection in blood donors. Vox sanguinis (2008) 94 , 153¿166 2. Michael torbenson and david l thomas. Occult hepatitis b. Lancet infect dis 2002; 2: 479¿86 based on the investigation, no systemic issue or deficiency of the alinity I hbsag reagent, lot number 75091fz01, was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 8p08 that has a similar product distributed in the us, list number 4p53, with 510k/PMA/bla number p110029.

Event description:
The customer reported false nonreactive alinity I hbsag results generated by the alinity I processing module for a 63-year-old male patient with a history of liver cirrhosis. The patient had a positive hbv dna test. The following data was provided (< 0.05 iu/ml is nonreactive, = 0.05 iu/ml is reactive): initial alinity I hbsag result = 0.00 iu/ml (nonreactive); repeat result = nonreactive. Hbv dna = 727 iu/ml (reference range: 0 to 100 iu/ml). Other test results provided: hepatitis b surface antibody: >1000 miu/ml (reference range: 0¿10). Hepatitis b e-antigen: 0.339 s/co (reference range: 0¿1.0). Hepatitis b e-antibody: 90.4 %inh (reference range: 0¿50). Hepatitis b core antibody: 6.645 s/co (reference range: 0¿1). No impact to patient management was reported.